Event description:
The technician found the brake would not hold when engaged.

Manufacturer narrative:
The technician replaced the brake caster, brake/steer caster and the brake block assembly to repair the bed.